Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly, during testing. After battery installation, unit gave an unexpected critical pump error (open book) display. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined, that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces was noted. Unit also received with battery tube threads-cracked, cracked case (battery tube), cracked case on battery side, cracked case-corner of belt clip rails, scratched case, cracked case-display window corner, minor cracked lcd window and corroded battery tube. In conclusion, the unit came in with a critical pump error (open book) alarm. During deconstructive analysis, moisture damage was noted on electronic assembly and battery tube. Unit was also received with cracked case-display window corner, confirming customers concerns for cosmetic damages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715kl was requested. And the device was returned for analysis.